Manufacturer narrative:
The reported events of insulation damage, noise resulting in oversensing, undersensing and loss of capture were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.

Event description:
During follow-up, noise resulting in oversensing, undersensing and loss of capture were noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.